Manufacturer narrative:
Unable to prime during prime/a33 test due to faulty fsr (gold). Unable to perform the no delivery test and occlusion test due to prime anomaly. Pump received with vibrator rattling due to vibrator adhesive not adhering. Pump had minor scratched display window.

Event description:
Customer called to report damage to the insulin pump. Customer stated that the pump is vibrating louder than it is suppose to. Customer's blood glucose levels were not included in the report. The insulin pump passed self test. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.